Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, loss of capture, sensing issue, and high impedances.

Event description:
It was reported that this pacemaker system exhibited noise, sensing issues, loss of capture (loc), and increased pacing impedances on the non-boston scientific right atrial (ra) lead. A revision procedure was performed, and the high impedances were duplicated on the pacing system analyzer (psa). The ra lead was surgically abandoned and replaced, and the pacemaker remained in service. Subsequently, a revision procedure was performed, and the pacemaker was explanted and replaced due to therapy upgrade. No adverse patient effects were reported.